Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, white spotting, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude impairment of a body function or damage to a body structure. The device history record for lot 100120337 was reviewed and no nonconformances were noted that would attribute to this event. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
This case is related to 3013840437-2020-00058, 3013840437-2020-00059, 3013840437-2020-00060. This spontaneous report was received from a (B)(6) physician and concerns a female patient. She was treated with a total of 0.35 ml of radiesse® into the nose area, on (B)(6) 2020. On (B)(6) 2020, on the day of treatment with radiesse®, the patient experienced pain, swelling, redness and white spotting around the injected area of skin. The patient went to the hospital on (B)(6) 2020. The outcome of the events was not reported. In the opinion of the reporter, the events were of moderate intensity. Follow-up information was received on 6-may-2020: the batch number was reported as 100120337 (expiry date 06/2021). A lot search in the global safety database was conducted. The outcome of the events was not reported and remained therefore unchanged. Follow-up information was received on 01-jun-2020: this case was upgraded to serious. The reporter informed that the patient had recovered, and that there was no redness, swelling, pain and white spotting. Corrective treatment was performed by the physician who had successfully prevented permanent damage. Due to the provided information, the outcome of the events was changed from unknown to resolved, in 2020. Follow-up information was received on 05-jun-2020: the reporter informed that the corrective treatment included multiple puncture with 18g sharp needle and oral administration of pletaal. The outcome of the events remained unchanged.